Event description:
It was further reported that the patient was seen in clinic and the sensing was reprogrammed to bipolar as the can to rv coil configuration was picking up myopotentials.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that review of a remote transmission showed the right ventricular (rv) lead triggered a lead integrity alert (lia) for high rate non-sustained episodes and sensing integrity counter (sic) shortly before high-voltage therapy was delivered for an episode detected in the ventricular fibrillation (vf) zone. It was reported by the clinician that the rhythm was likely an atrial arrhythmia that was over-sensed, and review of the episode electrograms (egm) indicated therapy was inappropriately delivered due to rv lead oversensing of the p-wave. The rv lead remains in use. No further patient complications have been reported as a result of this event.